Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue. No unexpected battery power loss alarm during testing.

Event description:
The customer reported via phone call that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running. Customer blood glucose value was 270 mg/dl at the time of the incident. Customer was able to successfully clear the alarm also able to rewind the insulin pump. Customer stated power error detected recurred within a week of troubleshot of previous occurrence. The customer was advised the insulin pump will be replaced as per troubleshoot. The device will be returned for analysis.